Manufacturer narrative:
There are two 510(k) numbers listed for this device; k010188 and k043397. Device manufacture date: september, 2015. Results: it is unknown if a sample will be returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 1509011. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. It is unknown if a sample is available for evaluation.

Event description:
It was reported that while using a 25 g x 5/8 in. Bd eclipse needle to administer the chemotherapy medication azacitidine subcutaneously to a patient, there was a leakage of the medication from where the needle was attached to a syringe and a slight spillage of medication onto the patient's skin. It was also reported that the needle was correctly sited within the syringe. The patient was assessed and the exposed area thoroughly cleansed with wipes. The patient was advised to monitor the area overnight and to contact triage/haem ward with any worries or concerns. No medical interventions were provided and there was no report of injury.

Manufacturer narrative:
Results: a sample was not returned for evaluation. However, retention samples from the same lot # were evaluated. Engagement tests were performed with 15 samples with acceptable results: average value: 4,48lb (3,5 < x > 10lb). As previously reported, a review of the device history record revealed no irregularities during the manufacture of the reported lot # 1509011. Conclusion: without a sample an absolute root cause for this incident cannot be determined as bd was able to duplicate or confirm the customer's indicated failure mode.